Event description:
Two days following implantation of a cypher stent in the left descending coronary artery, pt experienced post acute thrombosis requiring airflight 50 miles to hospital. Arriving approx 2.5 -3 hours after arriving at emergency room, with severe chest pains and pt relaying immediately to staff that they were 2 days post-stent implantation. Permanent and significant damage done to left side of heart muscle. The clot was "sucked out" of the stent and pt remained in hospital several more days. Pt received one week of twice daily abdominal blood thinner injections.